Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Attachment broke...brush head broke off...round head where the bristles are, that is broken - oral-b [device breakage]. Case narrative: male consumer via phone stated that the round head where the bristles are on the oral-b attachment/toothbrush head broke off. No injury was reported.